Event description:
Customer alleged smelled burnt plastic through his cannula. Undetermined injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model - platnium v, serial number/date code - (B)(4) is approximately 5 years and 8 months of age. The user manual part number 1118389 rev. B (mar-04) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. On (B)(4) 2012 regulatory affairs specialist contacted the dealer, (B)(4) at 12:42 and spoke with (B)(4). The concentrator was returned on (B)(4) 2012 it was sent to their repair center, (not ours). The repair center replaced the hepa filter and the 4-way valve. The repair center tested the device for purity and it was 95.5%. The concentrator has been redeployed back into service. Issue resolve,